Event description:
Bought 3 brush head refills, oral b professional care; I had purchased them before and they were always soft bristle, so assumed these were the same. When I brushed down, I noticed the bristle felt harder and it popped off my crown. Asked if they had some type of insurance if there was an injury; it's been over (B)(6) and I have to have a root canal and put in a post. It's not just the money but all the pain this is going to entail. I have to see an oral surgeon and a couple of dentists and my life has been turned upside down.

Manufacturer narrative:
Called consumer to verify whether oral b brush head as verbatim indicates, or private label brand but received voicemail. On (B)(4) 2013, left message requesting callback. Called consumer (B)(4) 2013 received voicemail, left message. Spoke with consumer (B)(4) 2013 confirmed private label brand, consumer verified upc. This report has not been confirmed by a medical professional. Consumer claimed that use of the power toothbrush head caused her to lose a dental restoration (crown). Dental experts conclude that the force of a power toothbrush head will not break a sound restoration, and the restoration has to be somehow compromised or at the end of it's life in order for this to happen. This is a known issue, and is due to the condition of the consumers teeth and not the device itself.